Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (refractive surprise); (imperfection on iol surface). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn from one haptic through the lens optic to the other haptic. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a +23.0 diopter cc4204a collamer aspheric single piece lens in the patient's left eye (os) on (B)(6) 2012. The lens looked ok in the patient's eye and the surgery went well. The patient returned on (B)(6) 2012 and the patient had gone from myopic to hyperopic, the patient had a refractive surprise. The lens was explanted on (B)(6) 2012 and a +22.5 diopter cc4204a model lens was implanted. The reporter indicated an anterior surface imperfection was noted on the optic surface.

Manufacturer narrative:
Method: medical review, device history record review. Results: medical review - review of this file indicates that the surgeon exchanged the same model 23.0d iol with a 22.5d iol 2 days after initial implantation. The surgeon stated that there was a defect in the anterior surface of the iol which was the reason for the exchange. Upon examination of the returned iol, no defects were noted. Slit lamp examination of iol may mimic defects in the lens if substances inside the eye attach to the surface of the iol. In this case, no defects were noted upon examination of the returned iol. It is highly unlikely that the defect observed by the surgeon are true defects on the iol. The most likely root cause of this event are particles that adhered to the iol while implanted, which dislodged upon return or removal. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complalint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, possible causes of the event may be poor surgeon technique, an error prior to or during loading into the cartridge or particles that adhered to the iol while implanted, which dislodged upon return or removal. (B)(4).

Event description:
Additional information received - the reporter stated at one day post-op, the surgeon saw what appeared to be a crease or something similar on the lens surface. The lens was cut to remove.

Manufacturer narrative:
(B)(4).claim # 425056